Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented,; cat#5515-f-501; lot#fwpr. Triathlon prim tib baseplate, cemented; cat#5520-b-400; lot#hphua. Triathlon symmetric x3 patella; cat#5550-g-298; lot#hjwe. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for revision of primary implants in patient's left knee on (B)(6) 2017. While reporting a revision of patient's left knee which took place on (B)(6) 2018, rep discovered the patient had a revision on (B)(6) 2017 with a washout and poly exchange due to infection. Neither the rep nor anyone on his team was present for the procedure. A size 5 cs insert was taken out of consignment to replace a size 4 ps insert on a size 4 baseplate. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.